Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving gabalon 100 mcg/day via an implantable infusion pump with an indication for use of adhesive arachnoiditis. It was reported that on (B)(6) 2021, a message of motor stall occurred was displayed during programming. The distributor requested the doctor to check the existence of MRI and alarm and the logs, but no information was received from the doctor. It was further noted that the patient was instructed to contact if a sound was heard from the pump and that no such contact had been received as of 2021-mar-22. No further patient were reported or anticipated.